Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Unable to prime during prime alarm test and motor error alarmed during basic occlusion test due to faulty force sensor. The insulin pump passed the displacement test.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 478mg/dl. Troubleshooting was performed. Assisted the customer to run the displacement test and failed. The caller stated that the device was not exposed to an MRI. Advised the customer that the insulin pump is replaced and revert to back up plan. No further information was provided.